Manufacturer narrative:
The manufacturer became aware on 26-dec-2025 that the user experienced a fatal event on (B)(6) 2025 following a period of significant blood glucose instability. Information was obtained from a healthcare professional and a family member indicating the user had advanced pancreatic cancer with associated liver and kidney failure and was receiving hospice-level care. The user was reported to have experienced refractory hypoglycemia earlier during hospitalization and subsequent hyperglycemia prior to death. Available device data show insulin delivery had been paused for more than 24 hours prior to the reported death, with no insulin delivery recorded during that period, while continuous glucose monitoring data continued to be received. No insulin delivery was recorded during hypoglycemia events, and no excessive or unintended insulin delivery was identified in the available data. Engineering logs did not identify any confirmed device malfunction, and the device was not available for physical evaluation as it was discarded after the event. Based on the information available, the event appears most consistent with the user¿s rapidly deteriorating clinical condition, including advanced metastatic disease with renal and hepatic failure, resulting in impaired insulin clearance and severe glycemic instability. There is no evidence to confirm that device malfunction caused or contributed to the death. If additional information or device data become available, the manufacturer will submit a supplemental report.

Event description:
On 26-dec-2025, the manufacturer became aware that the user experienced hyperglycemia with reported blood glucose values greater than 400 mg/dl on (B)(6) 2025. The user was not reported to have received successful treatment for the elevated blood glucose prior to the event. Emergency medical services were called, resuscitation was attempted, and the user was pronounced deceased on (B)(6) 2025.